Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the medical records provided it is unknown if the mesh caused or contributed to the reported event. The pt has comorbidities including morbid obesity, asthma and a extensive history of hernia repairs and chronic pain. The pt underwent repair of a recurrent hernia with composix kugel. Approximately seven months later, the pt developed another recurrence in which a composix e/x mesh was placed. Nearly two years later, the pt was admitted and underwent partial removal of the composix kugel mesh and composix e/x mesh. The operative dictation notes the intestine had 2 perforations in it. During the procedure, the pt required resuscitation and was taken out of surgery. The operative dictation does not note a ring break of the composix kugel mesh or identify how the intestine perforation occurred. The pathology report also did not identify the source of the perforation. The pt was noted to develop an abscess, fistula, infection and recurrence, some of which are known adverse events listed in the IFU. Currently, the pt's current course is unknown and a supplemental MDR will be submitted if and when more information is provided. Additionally, no sample was returned for evaluation. With the available information, no conclusion can be drawn. See MDR 1213643-2012-00207 for information related to the composix e/x mesh implanted on (B)(6) 2002.

Event description:
The initial attorney report alleged pain associated with the implant of a composix kugel mesh. The following is based on the medical records provided by the pt¿s attorney: on (B)(6) 2002 ¿ pt underwent repair of multiple recurrent ventral incisional hernias with composix e/x mesh. The composix kugel was noted it appeared too had folded on itself. Adhesions were divided from the bowel to the undersurface of the mesh. On (B)(6) 2005 ¿ pt underwent exploratory laparotomy, partial resections of the perforated strangulated small intestine and division of obstructing bands, lysis of adhesions, partial explant of both composix kugel mesh and composix e/x mesh. Pt developed complication during procedure and the abdomen was kept two thirds the way open. Pt will return to surgery. Pt was admitted for (B)(6) septicemia, intestinal perforation, incisional hernia, septic shock, tachycardia, respiratory arrest, and hypotension. Pt discharged on (B)(6) 2005. On (B)(6) 2005 ¿ pt underwent abdominal wall debridement and closure with wittman¿s pouch. On (B)(6) 2005 ¿ pt has dressing change and re-approximation of abdominal wound and trimming of wittman¿s pouch. Pt went into respiratory failure and underwent tracheotomy tube placement. On (B)(6) 2004 ¿ pt underwent removal of wittman pouch and primary closure of wound. On (B)(6) 2008 ¿ pt admitted with acute abdomen. On (B)(6) 2008 ¿ pt underwent explant of all meshes in place. The remaining composix kugel and composix e/x mesh were removed. Operative dictation notes all mesh was removed from previous 5 hernia repairs. Large defect could not be repaired due to presence of infection.